Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions for an evaluation so a root cause could not be determined. The device history record for the reported device indicates that the cutter passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that the tip of the arthroscopic cutter broke off into the patient's shoulder. The piece was easily removed with a grasper and no patient injury was reported by the user facility.